Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the safety clutch was worn out. It was also determined that the device failed pre-test for check the safety clutch, not value (minimum and maximum 1.2 to 1.8 nm). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the radiolucent drive device stopped working when the drill bit touched the bone. It was not reported if there was a delay in the surgical procedure. It was reported that a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.